Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: (B)(6). Due to character restrictions in block e1 address: (B)(6).

Event description:
It was reported that when the device was switched on during maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) has an electrical test fails # 50 and motor control board was faulty. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation, component code), h11. Corrected field: h6 (problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. 23.09,2024 first service visit. In the examination of the device, it was observed that the device gave the code 50 error code. A second service visit will be planned to test the compressor and motor control card in the device. In the examination of the device, it was observed that the device gave the electrical code 50 error code. As a result of the checks, it was seen that the motor control board of the device was oxidized. When the motor control board was replaced and the device was tested, no other problem was observed. The motor control board of the device needs to be replaced. 24.10.2024 he said that the hospital will not purchase the control board. The job was closed because customer approval could not be received.

Event description:
Na.